Event description:
It was reported that sensing noise and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed. The patient was stable and there were no adverse consequences.